Event description:
Philips received a complaint by the customer reporting a v60 device shut down. The unit was in clinical use when the reported issue occurred. There was no report of patient or user harm. The customer biomed reported the power cord had become loose causing the battery to run until it was fully discharged/depleted. A philips remote service engineer (rse) reported the customer replaced the power cord and that the unit passed the performance verification test (pvt); the caller called to verify the system was ready to return to service. The rse determined the caller did not use an original equipment manufacturer (OEM) cord for the replacement. Advised caller if the OEM cord is used there will not be a gap and become loose. Advised caller to use a factory power cord on the unit; one certified to work properly with the restraint. Advised caller that if the unit passes the complete pvt per the service guide and he installs the correct cord, that the unit should be able to be placed back into service. This issue was due to user error.